Event description:
Upon entering patient's room, nurse noted the IV pump was beeping and the pediatric burette plumset tubing above the pump was empty. The patient's mother reported the patient's father started to refill the chamber himself, but patient's mother stopped him. Nurse unsure if patient's parents actually manipulated any of the equipment or not. Fluid was noted by the nurse in the tubing from the pump and down a long length of the tubing. The nurse then placed an empty 10 ml syringe on the secondary port and filled the burrette plumset chamber with the fluid from the IV bag. The nurse then back primed the tubing into the 10 ml syringe. After backpriming the tubing, the nurse inspected farther down the tubing, closer to the patient. There was a section approximately 12 inches or so long between the fluid in the tubing and the micron air filter with intermittent small sections of air in the tubing. There was fluid in the section of the tubing from the micron air filter to the patient. The tubing was disconnected and new tubing was primed and the pump was replaced. There were no indications of injury to the patient.